Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular sensing integrity counter (v-sic) was 221 counts, beginning on (B)(6) 2015 however no episodes were available to verify the lead noise oversensing. Concomitant medical products: 5594-53 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced lightheadedness due to the right ventricular lead oversensing of nonphysiologic noise and an onset of sensing integrity counts (sic). The lead sensitivity was reprogrammed, the patient underwent non-invasive program stimulation (nips), and then the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, the full lead was returned and analyzed; analysis revealed a breach of the inner insulation at the 1st rib/clavicle. There were also breaches of the outer insulation and overlay tubing at the 1st rib/clavicle.